Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she went into a coma in (B)(6)because her insulin pump was not functioning. She was throwing up and woke up in the hospital. The insulin pump had a blank display. The screen did not turn on. Customer's blood glucose level was 900 mg/dl. The customer was unsure if she was wearing her insulin pump at the time of hospitalization. Troubleshooting was declined. The customer was advised that the device would be replaced and agreed to return the product for analysis.